Event description:
On (B)(6) 2013 it was reported that the vns patient wants to have the vns removed or replaced as it has hurt her for the last 5 years. It was stated that the patient is at the lowest settings because otherwise the vns hurts her. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Inadvertently included the emails on the initial report instead of a summary of the events.

Manufacturer narrative:
Additional inforamtion was received indicating the date of birth initially reported was incorrect.

Event description:
Although it was initially reported that the patient's device was removed due to pain, an implant card was received which indicates that it was replaced due to "battery depletion". Attempts are underway for additional information and clarification; however, no further information has been provided.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent generator replacement surgery that day. Attempts were made for the return of the explanted generator but it has not been returned to the manufacturer for product analysis to date.

Event description:
The explanted product was returned and product analysis was performed. Additional information was received that the explant was due to pain and not due to end of service. It was found that the nurse incorrectly wrote end of service in the documentation. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.30 years remaining before the eri flag would be set. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to specification except for the elective-replacement-indicator (eri) was observed during final electrical test (fet). The module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Email received into cts on (B)(4) 2013 regarding patient (B)(6), who is to have either a vns removal or a battery replacement. (B)(6). Received this email from (B)(6) today. I will ask for a piq so I can follow up with pt. (B)(6) to f/u with dr (B)(6). (B)(6). Hi (B)(6), (B)(6) would like to visit with you re: her vns. She had model 102 implanted on (B)(6) 2005 by dr (B)(6). She has never had a battery replacement. She says her settings are at the lowest settings because it hurts her otherwise. Dr (B)(6) is her neurologist at (B)(6). (B)(6) is trying to decide if she wants the vns removed completely or to replace the battery. She said it has hurt her since about the last 5 years. She has never called or made an appointment to come back to see dr (B)(6). She has only been dealing with dr (B)(6), so our office does not have any other information on her. She is scheduled to have a battery replacement on (B)(6). I've offered her dates much earlier, but she is not willing to budge from (B)(6) due to moving at the end of the month. She says her memory is bad so she doesn't know that she will even remember our conversation tomorrow. Would you please call and visit with her. Thanks, (B)(6).